Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a stuck button error alarm and had a flashing display. The customer's blood glucose was unknown. The customer reports received calibration not accepted alarm. The customer reports has been changing batteries in charger very often but still is having issues. Customer reports display still flashing and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer also reports issues related to transmitter. The customer declined to troubleshoot for stuck button and altitude issues. Advised insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no missing segments/partial display or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).